Manufacturer narrative:
The instrument had been issuing alarms "the sample volume is insufficient for the sample pipetter s1 aspiration" but there was no alarm on the alleged glucose result. The field service representative found that the sample probe on the instrument was dirty and he replaced it, which appeared to resolve the issue. The customer's qc was acceptable. The investigation determined the service actions resolved the issue and that the event was consistent with a pre-analytical handling issue.

Event description:
There was an allegation of questionable glucose results on a cobas c 503 analytical unit. The initial result was 0.10 g/l. The result was reported outside of the laboratory to medical personnel. The repeated result was 0.91 g/l. The reagent lot number and expiration date were requested, but not provided.